Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in filling and loading a new cartridge on the pump, resulting in successful completion of the process and resumption of insulin delivery.